Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011, vaginal cyst on (B)(6) 2011, vaginitis on (B)(6) 2011, vulvovaginitis on (B)(6)2011, lumbosacral strain on (B)(6) 2011, bipolar disorder, irritable bowel syndrome, gastroesophageal reflux, carpal tunnel release, ovarian cystectomy and cholecystectomy. In (B)(6)2013, the patient experienced menorrhagia ("periods have become prolonged up to 7 to 11 days "). In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods."), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), arthralgia ("joints pain"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and coital bleeding ("bleeding after intercourse") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (B)(6)2018 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, abdominal pain, arthralgia, urticaria, migraine, weight increased, alopecia, dysgeusia, coital bleeding and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, coital bleeding, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, urticaria and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via medical records.new events added: bleeding after intercourse, periods have become prolonged up to 7 to 11 days and are painful. Medical history added: lumbosacral strain, bacterial vaginosis, vaginal cyst, vaginitis, vulvovaginitis, female pelvic pain, bipolar disease, irritable bowel syndrome, gastroesophageal reflux, carpal tunnel release, ovarian cystectomy, and cholecystectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), arthralgia ("joints pain"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), alopecia ("hair loss") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery ((B)(6) 2018 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, back pain, abdominal pain, arthralgia, urticaria, migraine, weight increased, alopecia and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received events, hives, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, weight gain, hair loss, other injury(ies) or complication (s) please describe: metallic taste in mouth, back pain, abdomen pain, joints pain" were added. Reporter and patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.